Event description:
This rv lead was implanted on (B)(6) 2007 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) in (B)(6). A call to technical services on (B)(6) 2013 states that rv lead inappropriately implanted into lv in 2007. They were prepping to extract the rv lead. May consider extracting all products and putting in new heart. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).